Event description:
Boston scientific received information that this patient's monitoring system detected a yellow alert (voltage too low for remaining battery capacity). The patient, who is pacemaker dependent, had contacted the clinic to report that the device was generating beeping tones. Boston scientific's technical services (ts) discussed the issue with the clinic nurse and explained that the device would need to be replaced. The clinic nurse was informed that a save-to-disk could be performed to determine if the scheduled timeframe for replacement would be sufficient. The local representative was made aware of the alert and the recommendation for device replacement. Data from this patient's monitoring system was evaluated which confirmed that there was an unexpected and gradual drop in battery voltage. Based on data analysis, daily patient initiated interrogations (pii) could be used to ensure device operation until replacement was performed. The local representative was planning to discuss this further with the physician. The patient was presented to the electrophysiology (ep) laboratory, the physician noted that the implanted device was inhibited when pacing from a temporary pacing lead. The device was explanted and replaced without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return to boston scientific, the device will undergo laboratory testing to determine root cause.

Event description:
Subsequently, boston scientific received a letter in (B)(6) 2013 from the patient. The patient had sent a letter to boston scientific in (B)(6) 2012 and was still waiting for a response from boston scientific. The patient was disappointed with boston scientific's follow-up and may seek the assistance of an attorney. In the (B)(6) 2012 letter, the patient expressed disappointment with the performance of the device. Despite "just not feeling well", the scheduled device follow-ups were reported as normal. The patient's medical history was significant for loss of mobility, kidney problems and anemia. The patient mentioned that the device generated a beeping tone in (B)(6) 2012. A device interrogation found that the battery was prematurely depleting requiring device replacement as the patient was pacemaker dependent. The device was explanted and was returned to boston scientific for laboratory testing.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Microscopic visual inspection by boston scientific post market quality assurance laboratory found no irregularities. The memory log was reviewed which verified that two battery faults occurred while implanted on (B)(6) 2012. Battery voltage measurements revealed a partially depleted battery (2.998 volts). Based on the memory log the device was able to deliver therapy while implanted. The casing of the device was opened and both low voltage capacitors were removed. Electrical testing found that one of the two low voltage capacitors exhibited high current drain. Visual inspection from that this capacitor was cracked. It was concluded that the battery depletion was due to cracked low-voltage capacitor, which resulted in a high current condition.